Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a review of all batch record documents was performed and noted no issues during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was not returned for analysis; therefore, no evaluation could be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the minicap transfer set could not be secured completely. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 3 of 3.